Manufacturer narrative:
Patient demographics, such as age, date of birth, sex or weight, were not provided. The beckman coulter (bec) field service engineer (fse) noted the utility assay had been disabled. The fse ran a failing high sensitivity system check. The fse noted the reaction vessel (rv) shuttle alignment and pipettor to rv shuttle alignment off by a significant amount. The fse corrected the alignments. The fse verified repairs by performing a passing system check, high sensitivity system check and fifteen (15) replicate access accutni+3 precision run. In conclusion, the cause of the non-reproducible access accutni+3 results is due to a system malfunction. The pipettor to reaction vessel alignment was off a significant amount which led to splashing in the reaction vessels and consequent erratic results generation. All mdrs associated with this report: mdr2122870-2016-00066; mdr2122870-2016-00067.

Event description:
The customer runs all troponin I (access accutni+3) samples in duplicate and noted four (4) patient samples gave non-reproducible access accutni+3 results on the laboratory's access 2 immunoassay system (serial number (B)(4). The customer reanalyzed the samples on the same access 2 immunoassay system and obtained erratic results. MDR 2122870-2016-00066 addresses the access accutni+3 results obtained on 01-08-2016. MDR 2122870-2016-00067 addresses the results obtained on (B)(6) 2016. There was no report of change or impact to patient care or treatment. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Access accutni+3 quality control (qc) was within the laboratory's established limits prior to and after the reported event. The customer obtained a failing system check. The system check passed upon repeat. The customer obtained a failing access accutni+3 precision run. Samples are lithium heparin plasma. Samples are centrifuged at an unknown speed for five (5) minutes. There was no report of sample integrity issues.